Event description:
It was reported that "patient was operated on for rod replacement and subcutaneous rod extension. Seven months after the surgery patient applied to hospital because of her pains. After getting the x-rays, it was seen that rod and extension connector was broken. A revision surgery was performed."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the customer reported xia 4.5 extended connector small breakage was confirmed via a visual evaluation, as the returned device was received, fractured into two pieces. The returned device was confirmed to be a xia titanium 4.5 extended connector small, cat # 48135103, lot # 086429. A material analysis was performed on this sample and it was confirmed to have experienced a fatigue fracture. Additionally, the manufacturing records of this sample were also reviewed and all units within the lot were inspected and accepted per stryker specifications. Conclusion: the cause of the reported event is most likely the configuration of the construct creating a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector.

Event description:
It was reported that "patient was operated on for rod replacement and subcutaneous rod extension. 7 months after the surgery patient applied to hospital because of her pains. After getting the x-rays, it was seen that rod and extension connector was broken. A revision surgery was performed."